Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that thrombosis, cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a watchman delivery system (wds) were selected to be used on (B)(6) 2026. During the procedure, a transesophageal echocardiogram was performed due to a filling defect noted on pre-procedural computed tomography (CT). No thrombus was identified per the physician, and the case proceeded. Prior to transseptal puncture (tsp) in the right atrium (ra), 8,000 units of heparin were administered to the patient. The activated clotting time (act) was 125 seconds, and an additional 2,000 units of heparin were administrated. Tsp was achieved and repeat act measured 272 seconds in the left atrium (la). A 35mm closure device was deployed in the laa. The physician performed two partial recaptures due to inadequate closure device positioning, followed by complete recapture of the closure device. Subsequent loss of position of the was and the closure device occurred. While preparing a second closure device, the act returned sub-therapeutic at 145 seconds; a heparin infusion was initiated, and an additional 2,000 to 3,000 units of heparin were ordered and presumably administered. During evaluation of the 35mm closure device, the physician noted back bleeding from a right atrial peripheral intravenous line, which was found to be disconnected from the tubing, resulting in significant blood loss onto the floor. During this time, a small acute mobile echogenic density was noted on the tip of the closure device, the physician successfully aspirated the clot. After loss of laa positioning without a watchman flx ball, the field clinical specialist (fcs) advised against navigation back into the laa without a pigtail catheter. Following removal of the closure device, the decision was made to upsize to a 40mm closure device. Another act was sub-therapeutic, prompting further discussion with anesthesia regarding peripheral intravenous access functionality and clarification of which intravenous lines were in use. The physician questioned the accuracy of the act and ordered additional heparin. A pigtail catheter was placed and exchanged for the wds with the 40mm closure device; while advancing through the was, a large acute thrombus was noted at the tip of the was sheath interacting with the mitral valve. The 40mm closure device never exited the was sheath, and the wds was removed. After approximately five minutes of aspiration attempts, the physician successfully aspirated the thrombus and aborted the case. The electrophysiology (ep) laboratory staff contacted the fcs requesting an image of the thrombus, due to a stroke alert had been activated while the patient was still in the ep laboratory due to reported inability to move the right upper extremity. Computed tomography showed a m1 thrombus, and the patient was transferred for mechanical thrombectomy and was later admitted to the neuro intensive care unit (ICU). The patient passed away on (B)(6) 2026. The discharge summary listed several diagnoses including acute m1 cerebral vascular accident (cva), cerebral edema, midline shift. There was no mention of any coagulopathies, pericardial effusion, or deep vein thrombosis (dvt).

Event description:
It was reported that thrombosis, cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a watchman delivery system (wds) were selected to be used on (B)(6) 2026. During the procedure, a transesophageal echocardiogram was performed due to a filling defect noted on pre-procedural computed tomography (CT). No thrombus was identified per the physician, and the case proceeded. Prior to transseptal puncture (tsp) in the right atrium (ra), 8,000 units of heparin were administered to the patient. The activated clotting time (act) was 125 seconds, and an additional 2,000 units of heparin were administrated. Tsp was achieved and repeat act measured 272 seconds in the left atrium (la). A 35mm closure device was deployed in the laa. The physician performed two partial recaptures due to inadequate closure device positioning, followed by complete recapture of the closure device. Subsequent loss of position of the was and the closure device occurred. While preparing a second closure device, the act returned sub-therapeutic at 145 seconds; a heparin infusion was initiated, and an additional 2,000 to 3,000 units of heparin were ordered and presumably administered. During evaluation of the 35mm closure device, the physician noted back bleeding from a right atrial peripheral intravenous line, which was found to be disconnected from the tubing, resulting in significant blood loss onto the floor. During this time, a small acute mobile echogenic density was noted on the tip of the closure device, the physician successfully aspirated the clot. After loss of laa positioning without a watchman flx ball, the field clinical specialist (fcs) advised against navigation back into the laa without a pigtail catheter. Following removal of the closure device, the decision was made to upsize to a 40mm closure device. Another act was sub-therapeutic, prompting further discussion with anesthesia regarding peripheral intravenous access functionality and clarification of which intravenous lines were in use. The physician questioned the accuracy of the act and ordered additional heparin. A pigtail catheter was placed and exchanged for the wds with the 40mm closure device; while advancing through the was, a large acute thrombus was noted at the tip of the was sheath interacting with the mitral valve. The 40mm closure device never exited the was sheath, and the wds was removed. After approximately five minutes of aspiration attempts, the physician successfully aspirated the thrombus and aborted the case. The electrophysiology (ep) laboratory staff contacted the fcs requesting an image of the thrombus, due to a stroke alert had been activated while the patient was still in the ep laboratory due to reported inability to move the right upper extremity. Computed tomography showed a m1 thrombus, and the patient was transferred for mechanical thrombectomy and was later admitted to the neuro intensive care unit (ICU). The patient passed away on (B)(6) 2026. The discharge summary listed several diagnoses including acute m1 cerebral vascular accident (cva), cerebral edema, midline shift. There was no mention of any coagulopathies, pericardial effusion, or deep vein thrombosis (dvt).

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc quality technician. The provided medical media is related to stroke and does not appear to depict any unrelated device or user related allegations. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037906019. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis, cerebral vascular accident (cva) (paralysis), edema (cerebral edema) (additional device and imaging required, hospitalization, intensive care, surgical intervention) and death. Risk review: a risk review was completed and confirmed that the events of thrombosis, cerebral vascular accident (cva) (paralysis), edema (cerebral edema) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that thrombosis, cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a watchman delivery system (wds) were selected to be used on (B)(6) 2026. During the procedure, a transesophageal echocardiogram was performed due to a filling defect noted on pre-procedural computed tomography (CT). No thrombus was identified per the physician, and the case proceeded. Prior to transseptal puncture (tsp) in the right atrium (ra), 8,000 units of heparin were administered to the patient. The activated clotting time (act) was 125 seconds, and an additional 2,000 units of heparin were administrated. Tsp was achieved and repeat act measured 272 seconds in the left atrium (la). A 35mm closure device was deployed in the laa. The physician performed two partial recaptures due to inadequate closure device positioning, followed by complete recapture of the closure device. Subsequent loss of position of the was and the closure device occurred. While preparing a second closure device, the act returned sub-therapeutic at 145 seconds; a heparin infusion was initiated, and an additional 2,000 to 3,000 units of heparin were ordered and presumably administered. During evaluation of the 35mm closure device, the physician noted back bleeding from a right atrial peripheral intravenous line, which was found to be disconnected from the tubing, resulting in significant blood loss onto the floor. During this time, a small acute mobile echogenic density was noted on the tip of the closure device, the physician successfully aspirated the clot. After loss of laa positioning without a watchman flx ball, the field clinical specialist (fcs) advised against navigation back into the laa without a pigtail catheter. Following removal of the closure device, the decision was made to upsize to a 40mm closure device. Another act was sub-therapeutic, prompting further discussion with anesthesia regarding peripheral intravenous access functionality and clarification of which intravenous lines were in use. The physician questioned the accuracy of the act and ordered additional heparin. A pigtail catheter was placed and exchanged for the wds with the 40mm closure device; while advancing through the was, a large acute thrombus was noted at the tip of the was sheath interacting with the mitral valve. The 40mm closure device never exited the was sheath, and the wds was removed. After approximately five minutes of aspiration attempts, the physician successfully aspirated the thrombus and aborted the case. The electrophysiology (ep) laboratory staff contacted the fcs requesting an image of the thrombus, due to a stroke alert had been activated while the patient was still in the ep laboratory due to reported inability to move the right upper extremity. Computed tomography showed a m1 thrombus, and the patient was transferred for mechanical thrombectomy and was later admitted to the neuro intensive care unit (ICU). The patient passed away on (B)(6) 2026. The discharge summary listed several diagnoses including acute m1 cerebral vascular accident (cva), cerebral edema, midline shift. There was no mention of any coagulopathies, pericardial effusion, or deep vein thrombosis (dvt).

Event description:
It was reported that thrombosis, cerebral vascular accident and death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a watchman delivery system (wds) were selected to be used on (B)(6) 2026. During the procedure, a transesophageal echocardiogram was performed due to a filling defect noted on pre-procedural computed tomography (CT). No thrombus was identified per the physician, and the case proceeded. Prior to transseptal puncture (tsp) in the right atrium (ra), 8,000 units of heparin were administered to the patient. The activated clotting time (act) was 125 seconds, and an additional 2,000 units of heparin were administrated. Tsp was achieved and repeat act measured 272 seconds in the left atrium (la). A 35mm closure device was deployed in the laa. The physician performed two partial recaptures due to inadequate closure device positioning, followed by complete recapture of the closure device. Subsequent loss of position of the was and the closure device occurred. While preparing a second closure device, the act returned sub-therapeutic at 145 seconds; a heparin infusion was initiated, and an additional 2,000 to 3,000 units of heparin were ordered and presumably administered. During evaluation of the 35mm closure device, the physician noted back bleeding from a right atrial peripheral intravenous line, which was found to be disconnected from the tubing, resulting in significant blood loss onto the floor. During this time, a small acute mobile echogenic density was noted on the tip of the closure device, the physician successfully aspirated the clot. After loss of laa positioning without a watchman flx ball, the field clinical specialist (fcs) advised against navigation back into the laa without a pigtail catheter. Following removal of the closure device, the decision was made to upsize to a 40mm closure device. Another act was sub-therapeutic, prompting further discussion with anesthesia regarding peripheral intravenous access functionality and clarification of which intravenous lines were in use. The physician questioned the accuracy of the act and ordered additional heparin. A pigtail catheter was placed and exchanged for the wds with the 40mm closure device; while advancing through the was, a large acute thrombus was noted at the tip of the was sheath interacting with the mitral valve. The 40mm closure device never exited the was sheath, and the wds was removed. After approximately five minutes of aspiration attempts, the physician successfully aspirated the thrombus and aborted the case. The electrophysiology (ep) laboratory staff contacted the fcs requesting an image of the thrombus, due to a stroke alert had been activated while the patient was still in the ep laboratory due to reported inability to move the right upper extremity. Computed tomography showed a m1 thrombus, and the patient was transferred for mechanical thrombectomy and was later admitted to the neuro intensive care unit (ICU). The patient passed away on (B)(6) 2026. The discharge summary listed several diagnoses including acute m1 cerebral vascular accident (cva), cerebral edema, midline shift. There was no mention of any coagulopathies, pericardial effusion, or deep vein thrombosis (dvt).